Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the data sync was not updated. The customer reported that the station was not communicating with the server and had been off the network since the end of february. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the data synchronization was not updated. A technical support specialist (tss) checked the data synchronization logs and showed that a manual recovery process was required. The manual recovery was performed using the knowledge article "manual recovery required-datasyncinvaliduploadchangetrackingvalue" to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.